Manufacturer narrative:
Continuation of d10: 407645 lead, implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, by a representative for the patient, that the patient is deceased. The patient was hospitalized post shock delivery from the implantable cardioverter defibrillator (ICD) and the battery longevity showed four years. During the hospital stay, over a two-day duration, the patient experienced ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes, and the ICD delivered between eighty to one hundred shocks; however, the shocks were unable to get the patient out of vf. The patient was discharged eight days after admission and passed away two days later. The caller stated that no one checked the battery life, and they believed there wasn't enough battery life for the ICD to shock the patient. Additional information related to the cause of death was requested and not received.